Event description:
It was reported to philips that the azurion system did not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system did not boot up. Analysis of log files showed the flex viewing pc did not start and the flexviewing pc couldn't display grabbed video inputs. The software driver returned an error for all video frame grabber cards, and it was confirmed that the cause of the issue was a malfunctioning grabber card. Upon troubleshooting, fse reloaded the software, but it was unsuccessful. To resolve the issue, fse replaced the flexviewing pc and restored the backup. The defective flexviewing pc was returned to philips for failure analysis and the cause of the failure was found to be a faulty hdd bay. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexviewing pc. Philips has initiated a medical device correction (z-1145-2024). After the replacement of the flexviewing pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.